Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would not deliver the bolus. Customer's blood glucose was unknown. Customer set the bolus to be 5.5 but device only delivered 3.5. Customer mentioned the device had delivered all the insulin before and customer ended up in the hospital. Customer mentioned the issue was resolved by a complete set change. Customer will not be returning the device for analysis.